Event description:
It was reported that during a coronary treatment procedure, inflation difficulties and a shaft break occurred. The physician was treating a lesion in the severely calcified and severely tortuous right coronary artery (rca). This 2.5x8mm quantum maverick balloon catheter was advanced through a toughy against resistance, causing buckling of the catheter. The quantum maverick balloon catheter eventually reached the lesion, however, when an attempt was made to inflate the device at 12atms, it would not inflate. It is thought that the resistance with the toughy could have caused a restriction of pressure to the balloon. The device was removed from the pt, at which point a kink was found in the catheter shaft. An attempt was made by the physician to manipulate the shaft outside the pt, at which point the catheter shaft snapped in half. The procedure was completed with the use of another quantum maverick balloon catheter and the same encore inflation unit. There were no reported pt complications. The pt is listed as "ok".

Manufacturer narrative:
The complaint device was returned for analysis in two pieces. Blood and contrast were present in the balloon and distal outer. The first piece measured 69.5 centimeters from the distal end of the strain relief to the hypotube break location. The second piece measured 72 centimeters from the hypotube break location to the distal end of the tip. A hypotube kink was found 65 centimeters distally from the end of the strain relief. The hypotube break location indicates the device was most likely kinked prior to the break. Functional testing of the device could not be performed due to the returned condition of the device. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context and device performance was limited due to anatomical/procedural factors. (B)(4).